Manufacturer narrative:
The alinity I processing module, serial number (B)(6) was inspected and found that the syringe assy was leaking, which was replaced to resolve the customer reported issue. No additional issues of false reactive havab-igg results since the service activity was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify a trend for the syringe assy and review found no trends for the alinity I system with regards to the customer issue. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the syringe assy. A labeling review determined product labeling addresses troubleshooting and resolution of the customer issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) or syringe assy.

Event description:
The customer reported falsely reactive alinity I havab-igg generated from an alinity I processing module and provided the following data for 1 female patient: reference: = 1.00 s/co is reactive. On (B)(6) 2023, sample ID (B)(6) initial result was 1.170 s/co (reactive), and repeat result was 0.621 s/co (nonreactive). Per the customer, the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sid is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely reactive alinity I havab-igg generated from an alinity I processing module and provided the following data for 1 female patient: reference: = 1.00 s/co is reactive. On (B)(6) 2023, sample ID (B)(6) initial result was 1.170 s/co (reactive), and repeat result was 0.621 s/co (nonreactive). Per the customer, the discrepant result was not reported out to the patient¿s medical provider. There was no reported impact to patient management.